Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), genital haemorrhage ("haemorrhages") and syncope ("fainting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("inguinal and lumbar pain"), groin pain ("inguinal and lumbar pain"), menometrorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), hypersensitivity ("allergic reactions"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual acuity reduced ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("abnormal weight changes (both increasing and decreasing)"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, back pain, groin pain, menometrorrhagia, amenorrhoea, hypersensitivity, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, vaginal discharge, cystitis, dermatitis, visual acuity reduced, ear disorder, weight increased, weight decreased, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual acuity reduced, vomiting, weight decreased and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.